Manufacturer narrative:
According to the device log file a v044 entry was logged at the time of event. This entry indicates a pressure drop at the rolling diaphragm. An auxiliary vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the ventilator diaphragm in place during piston movement. If the vacuum pressure exceeds the required limits the system reacts with a safety shutdown of automatic ventilation and will post a corresponding alarm. A drop in the vacuum pressure may be caused by a number of conditions and some of them are not related to a device malfunction of persisting nature. This could be confirmed for the particular case as in follow-up of the event the service technician was not able to duplicate the problem. The unit was working as specified. As during the test run no indications for a malfunction could be identified being in context with the reported symptom finally the root cause for the low membrane pressure could not be determined. The device was returned to use with no further problems reported since then. Dräger concludes that the system responded as intended upon a deviation in the auxiliary functions - ventilation was shut down to prevent from damages to the system and, the user was alerted to this condition by means of a corresponding alarm. Manual ventilation remains available.

Event description:
It was reported there was a ventilator failure. The patient was bagged. No patient injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported there was a ventilator failure. The patient was bagged. No patient injury reported.